Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump and was advised to continue using it, with further instructions to call back if the malfunction recurred.